Event description:
The user facility reported that prior to a patient procedure the touch panel and camera to their hexavue custom room rack were not working. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the touch panel was not operating properly. To resolve the issue, the technician rebooted the touch panel and the cxps frame. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.